Event description:
On 10/29/2024, it was reported by a sales representative via email that (qty. 2) of an ar-8990st fibertak dx suture anchors were inserted and then pulled out when attempting to set. This was discovered during a brostrom repair/atfl reconstruction with internalbrace on (B)(6) 2024. The case was completed using 2.2 corkscrews instead of dx fibertaks. Additional information received on 11/1/2024: nothing broke inside the patient, the shaft of the fibertak only bent. The case was completed using another ar-1318ft and an ar-1318ft corkscrew ft. The case was delayed ten minutes without additional anesthesia.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.